Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose after changing only the insulin cartridge on the ilet system, with the user describing a rewind, priming until drops were seen, and reconnection to the infusion set, while later uncertainty remained about being fully disconnected during the change; the user treated with orange juice and a peanut butter sandwich, and ems confirmed recovery by fingerstick with monitoring and no medications administered. Symptoms included hypoglycemia with a nadir of 48 mg/dl without loss of consciousness or other reported acute effects. Outcomes included recovery to in-range glucose and continued self-monitoring without hospitalization. Investigation included customer care troubleshooting and education regarding cartridge change steps and ensuring disconnection during priming. Investigation of this case revealed no device malfunction and suggested user technique during cartridge change as a potential factor, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.